Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The pain occurred from when the patient lightly fell on the pocket site. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remained in patient. This is a final report.